Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device would rattle when shaken was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a worn bearing and vibration. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI: (B)(4).

Event description:
It was reported that the attachment device would rattle when shaken. During in-house engineering evaluation it was observed that the device had a worn bearing, vibration and failed pretest for vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.